Event description:
As reported medical affairs, a patient called reporting that on (B)(6) 2003, she had a cypher stent implanted in the rca following a heart attack. On (B)(6) 2006, the patient fell over a table and broke her neck. She was taken to the emergency room and was admitted for 7 days. Treatment included fusion with 9 screws placed. She also reported that she was "dead" and was brought back to life during this hospitalization, but could not clarify any further. She was discharged to a rehabilitation facility for an additional 7 days, then discharged home in (B)(6) 2006. The event was reported as resolved. No additional information was provided.

Manufacturer narrative:
Complaint conclusion: as reported medical affairs, a patient called reporting that on (B)(6) 2003 she had a cypher stent implanted in the rca following a heart attack and suffered cardio-respiratory arrest approximately three years post implantation. On (B)(6) 2006, the patient fell over a table and broke her neck. She was taken to the emergency room and was admitted for 7 days. Treatment included fusion with 9 screws placed. She also reported that she was 'dead' and was brought back to life during this hospitalization, but could not clarify any further. She was discharged to a rehabilitation facility for an additional 7 days, then discharged home in (B)(6) 2006. The event was reported as resolved. Despite multiple attempts to gain further information, no further clarification of this event had been available. The cypher stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot x1003129 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Death is a known potential adverse event associated with the coronary stent implantation procedures and is listed in the IFU (instructions for use) as such. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Review of the available information does not allow for an exact determination of causal factors; however, the patient had multiple medical conditions at that time that may have contributed to the reported death.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.